Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device will not connect to any channels and identify them as channels a,b, c, d. It will flash on their lights like they are going to turn on, but the channels never initialize further to be controlled when connected to this pcu. There was no patient involvement.